Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6). It was reported that on (B)(6) 2025, a 22mm amplatzer amulet 2 was successfully implanted with a 14f amplatzer torqvue 45x45 delivery sheath. It was then reported on (B)(6) 2025, the patient was hospitalized due to a cardiac event. A small to moderate sized pericardial effusion was also noted but no intervention was reported. The patient status was reported hospitalized. It was then reported on (B)(6) 2025, the patient presented to emergency department with shortness of breath and found to have pericardial effusion. A decision was made to perform pericardiocentesis.

Event description:
(B)(4) - veritas, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 22mm amplatzer amulet 2 was successfully implanted with a 14f amplatzer torqvue 45x45 delivery sheath. It was then reported on (B)(6) 2025, the patient was hospitalized due to a cardiac event and required 20min of cardiopulmonary resuscitation (CPR). Patient was intubated and given epinephrine. Electrocardiogram (EKG) reported atrial flutter. Patient was found to be asystole and taken to hospital where they were stabilized. Computed tomography (CT) of head did not confirm any intracranial findings. Chest CT noted large pericardial effusion with sternal and rib fractures. Patient was diagnosed with cardiac arrest, non-st-segment elevation myocardial infarction (nstemi), pericardial effusion, and acute hypoxemic respiratory failure. Patient was hospitalized and discharged home on (B)(6) 2025. It was reported on (B)(6) 2025, patient was admitted for ongoing altered mental state, confusion, and appearance of sundowning possibly consistent with post-cardiac arrest. Magnetic resonance imaging (MRI) showed ischemic infarct seen in left posterior parietal lobe. Patient was also treated with intravenous antibiotics for escherichia coli (e coli) and pneumonia likely secondary to cardiac arrest. Aspiration was also secondary to cardiac arrest. It was then reported on (B)(6) 2025, the patient presented to emergency department with shortness of breath. Patient was afebrile and vitally stable. EKG reported atrial fibrillation. Echocardiogram confirmed pericardial effusion. A decision was made to perform pericardiocentesis and 650ml of sanguineous fluid was drained. Patient experienced an episode of atrial fibrillation with rapid ventricular response (rvr). Cardioversion was performed after administration of amiodarone and patient was stabilized. The patient was reported discharged on (B)(6) 2025. It was later reported the patient presented to emergency room (ER) on (B)(6) 2025 with palpitations and irregular heart rhythm. EKG showed sinus rhythm but patient heart rhythm remained inconsistent. Patient was started on antiarrhymic medication. Patient was diagnosed with hyponatremia, hypokalemia, and transaminitis. Chest x-ray noted moderate pleural effusion in the right and left lung along with possible pneumonia. A decision was made to perform a thoracentesis and 900cc of fluid was drained. The patient was hospitalized for three days before discharge on (B)(6) 2025. It was then reported (B)(6) 2025, the patient presented to the hospital due to variable palpitations and tachycardia. A permanent pacemaker was implanted. The patient status was reported stable.

Manufacturer narrative:
An event of cardiac event requiring cardiopulmonary resuscitation, atrial flutter, large pericardial effusion, cardiac arrest, non-st-segment elevation myocardial infarction, acute hypoxemic respiratory failure, altered mental state, confusion, ischemic infarct, shortness of breath, atrial fibrillation, pleural effusion in the right and left lung along with possible pneumonia, variable palpitations and tachycardia were reported. The device remains implanted and was not returned for analysis. No implant-related information related to the implant procedure was provided from the account. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported patient effects could not be determined. The unexpected medical interventions were result of cardiopulmonary resuscitation, administration of medications, and intravenous antibiotics administered for escherichia coli and pneumonia likely secondary to cardiac arrest. Aspiration was performed secondary to cardiac arrest. Pericardiocentesis was performed for pericardial effusion. Cardioversion was performed for atrial fibrillation. Thoracentesis was performed and 900cc of fluid was drained due to pleural effusion. The surgical intervention was performed and permanent pacemaker was implanted. The patient was reported as stable. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.